Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port was returned for evaluation. Visual and functional evaluations were performed on the returned device. An attempt to peel the peel-apart sheath was performed and was successful. Slight resistance was felt during attempt. The sheath was only partially peeled at the t-handle. The manufacturing evaluation site states, no visible damage was observed through the sample, according to the functional tests carried out, no resistance or any problem was found when trying to load and unload the dilator from the sheath, however, when trying to separate the sheath a slight resistance was found. Therefore, the investigation is confirmed for the identified difficult or delayed separation issue as the sheath was removed by slight resistance in sample analysis. However, it is unconfirmed for the reported difficult to remove issue as the more appropriate identified term difficult or delayed separation was captured for the reported event. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath was allegedly difficult to remove. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the sheath was allegedly difficult to remove. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.